Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a gauge issue occurred. The target lesion was located in the left superficial femoral artery. A encore 26 inflation device was used to inflate a 4×40mm non bsc balloon catheter. However, during an inflation attempt the dial on the encore 26 would not register any pressure the meter readings did not go up despite adding the pressure. The encore 26 was detached and replaced with another of the same device. The same non bsc balloon catheter was successfully used during the procedure. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a gauge issue occurred. The target lesion was located in the left superficial femoral artery. A encore 26 inflation device was used to inflate a 4×40mm non bsc balloon catheter. However, during an inflation attempt the dial on the encore 26 would not register any pressure the meter readings did not go up despite adding the pressure. The encore 26 was detached and replaced with another of the same device. The same non bsc balloon catheter was successfully used during the procedure. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the device was covered in crystalized saline. The flex-cil was completely blocked with crystalized saline which would have contributed to the event description. The device was dismantled and soaked in warm water to dissolve the saline before proceeding with functional testing. The device was within functional specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).